Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was noted that the hanger assembly and the lower case were broken. The encoders were out of specification mechanically. An error occurred five times. The main printed circuit board (pcb) was out of specification electrically. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on the external pulse generator (epg) were failing. It was noted that the connectors kept cracking or breaking at the top. There was no patient involvement. It was further reported that the lock for the ventricle connector was broken. The epg has been received into service.